Event description:
It was reported that the device would not charge when the charge button was pressed on the keypad. This was found during routine testing. There was no pt use associated with this event.

Manufacturer narrative:
After following-up with the customer's biomed, it was confirmed that the quick combo adapter was the cause of the reported problem. The customer indicated that when a new adapter was used the device charged and defibrillated as it should. The replaced adapter will not be returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.